Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 11/20/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2024, which is off-label usage of the device. On 03/03/2024, it was reported that the patient experienced a skin reaction with an infection which occurred two days after the sensor had been inserted in the upper buttocks. On 12/09/2024, tech support followed up and called the patient to verify the medical intervention information and the patient provided a copy of the emergency room (ER) medical records. The patient developed a rash, redness (proximally 2 cm in diameter), firmness, swelling, inflammation, induration (approximately 1 cm deep), and a scar at the needle puncture site. The patient had itching and burning sensation and pain in the area. On (B)(6) 2024, the patient went to the emergency room and was prescribed two oral antibiotic medications (cephalexin 500mg, four times per day for 7 days; and sulfamethoxazole-trimethoprim 800mg/100mg, twice per day for 7 days.). The patient was discharged home on the same day with no further medical intervention. At the time of the follow up report the patient was doing well. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5171447.

Event description:
Subsequent to the initial MDR, a voluntary MDR/medwatch report was received on 06/25/2025. It was reported via maude that a patient experienced a skin reaction associated with the use of a dexcom device. The patient reported developing an infection near the right upper gluteal region at the site of device application. Two days after the onset of symptoms, the condition worsened, prompting the patient to seek medical attention. The patient was subsequently prescribed antibiotics at the hospital to treat the infection.